Event description:
The customer stated that she tested her blood glucose and received readings of 52 and 583 mg/dl within minutes of each other. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The meter is to be returned for evaluation, and a replacement breeze meter will be sent.